Event description:
It was reported by svc report that the safety bar is bent and would not latch onto the safety hook in the ambulance. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Safety bar.